Manufacturer narrative:
Correction: h7, h9 - the second correction/removal reporting number was not included previously.

Manufacturer narrative:
The reported field event of a battery performance alert (bpa) was confirmed via review of device image. The alert was due to a transient drop in the battery voltage that is consistent with battery depletion associated with lithium clusters. However, since the monthly battery voltage trend and the overall expected longevity of the device was normal, premature battery depletion could not be confirmed. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the device was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available.